Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm and a cartridge alarm 1 (no pressure change when expected) occurred during bolus delivery. Blood glucose was 400 mg/dl. Reportedly, the supplies were changed to address the event.